Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on concurrently with transabdominal paravaginal repair. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia. The patient underwent excision of eroded mesh on (B)(6) 2011 and mesh removal (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with bilateral sacrospinous ligament fixation, posterior repair, enterocele repair and paravaginal defect repair due to enterocele, cystocele and rectocele. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011 and mesh removal (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/24/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and frequency.